Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to an allergic reaction, he was given steroids which caused his blood glucose levels to increase. The customer stated that he experienced lip swelling. Troubleshooting occured to assist the customer on switching the language from spanish to english. No significant event leading up to the incident was mentioned.